Event description:
It was reported that a malfunction occurred on the pump with a malfunction code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer will use mdi as a backup therapy while waiting for a replacement pump, which will have updated software. Technical support advised the customer on several procedures, including placing the pump into storage mode and returning it to tandem, and confirmed the shipping of the replacement pump without requiring a delivery signature.